Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that that she had a CT scan at the end of october and had the device turned off for the procedure. After turning the device on, the patient reported that stimulation had changed. She was feeling it down the leg. The hcp met with the patient on (B)(6) 2015; they reprogrammed the device and everything was working well. There were no impedance measurements taken and the patient did not experience symptoms when the implantable neurostimulator was off. This was noted to be sudden. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.